Event description:
It was reported that during a cranial procedure to remove a tumour, the perforator bit tore the dura. It was also reported that the surgeon used a dura repair. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The perforator bit subject to this MDR was not returned to the MFR for eval. Lot number info was not provided to permit further investigation. The root cause is undetermined.